Event description:
The lay user / pt contacted lifescan (lfs) alleging that the meter was set to mmol/l. The medical affairs specialis (mas) mailed a letter in 2005, since the pt could not be reached by phone for further clarification. The pt contacted lfs alleging that she has an ultra meter and the meter was set to the incorrect unit of measurement (uom). She mentioned that the meter was set to mmol/l since she brought the meter and was unaware that the meter was set to mmol/l. She purchased the meter back in the summer and claims that the meter read in the "700's"; therefore she ended up taking too much insulin and bottomed out. She ate a peanut butter and jelly sandwich, she did not go to the hosp; however, she visited her dr and was treated with insulin. A lab test was not performed. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, how much insulin she took and when she passed out and how soon after passing out she regained consciousness. No info on the reading at the dr's office or her blood glucose reading after regaining consciousness. There is no info on the condition of the test strips. Customer care agent (cca) sent the pt a replacement meter.